Event description:
It was reported that the user experienced inadequate glucose control while using the ilet system, describing persistent high blood glucose and stating the pump was not aggressive enough for moderate insulin resistance, which led to discontinuation of use. Symptoms included hyperglycemia. Outcomes included no alarms. Investigation included a review of the event details and a plan to obtain additional information from the user. Investigation of this case revealed that the cause of the hyperglycemia remains unclear and no device alerts were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.